Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the silicon jacket is pulling away from the metal connector of the percutaneous lead. The data log record submitted to the MFR indicated low speeds and intermittent pump stoppage. The MFR's technical services representative conducted a percutaneous lead distal end replacement according to procedure. Alarms were not reproducible following the repair.

Manufacturer narrative:
The patient remains ongoing on vad support. The report of the silicone jacket separation from the percutaneous lead (lead) metal connector was confirmed. In addition, speed drops and pump stops were confirmed based on the review of a log file that was submitted at the time of the event. Based on the manufacturer's experience and historical data, the events captured in this log file are consistent with a potential compromised wire in the lead. However, the exact location and exact wire could not be determined based on the evaluation of the returned portion of lead. Approximately 16 inches of the external portion/distal end of the lead was returned for evaluation. An electrical continuity test of the returned portion of the lead was conducted and showed all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Visual inspection showed no evidence of disruptions or damage to the underlying wire insulation. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient has had no further issues since the percutaneous lead repair.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.